Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastroplasty, while stapling the stomach, the staples did not form, the staple line was incomplete, and the reload and the device locked on tissue. The surgeon gently removed the jaws to avoid damaging the patient's organ, extended the incision, and used a similar reload to complete the case. This resulted to over 30 minutes extended surgery time.